Event description:
It was reported that the patient had poor subclavian access. It was further reported that the right atrial (ra) lead exhibited dislodgement, confirmed on chest x-ray. Ra lead repositioning was attempted, but failed due to no support for lead manipulation with current lead and the physician was not able to get subclavian access for new ra lead. The ra lead was inactivated, the procedure was abandoned and the ra lead remains in patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.